Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint (B)(4). Concomitant medical products: zimmer tapered screw vent mtx implant, item: tsv6b8, lot: 62551426. The following information is unknown at the time of this report: product has been received by zimmer biomet and the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the internal hex healing collar (hc335) screw fractured at tooth site #8 during placement of a tapered screw vent implant (tsv6b8). When trying to take the screw out, at the end of the procedure there was damage to the implant. The implant was removed. There was no report of patient injury. The patient will return visit to replace the implant.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the doctor re-tightened the healing collar screw for the last time at tooth location #9 and the screw broke. He removed the implant with remaining parts of the screw broke, inside the implant. The area was bone grafted, and the patient was sent home to heal. The patient will need to return to place an implant. D4: expiration date: 01 jan 2020. G4: 03 june 2019. G7: follow up. H1: serious injury. H2: additional information, device evaluation. H3: yes, evaluation summary attached. H4: 05 jan 2015. H6: method, results, conclusion. H10: manufacturer narrative. The reported devices were received for evaluation. Visual inspection of the as returned product identified that the implant is badly damaged, and appears to have been trephined out. The internal drive feature is noted to contain the fractured piece of the healing collar, which is too badly damaged to be removed. The reported condition of a healing collar screw that fractured in the implant was confirmed. A device history record (DHR) review for the reported healing collar was completed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. A complaint history review for the reported healing collar lot was performed for similar cause and no other complaint was identified. A DHR review for the reported concomitant implant was completed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. A complaint history review was completed for the reported concomitant implant for similar cause and no other complaint was identified. It was reported by the customer that the healing collar screw had been rethreaded into the same implant. A definitive root cause for the reported event could not be determined, however the most likely cause is off label use, as the healing collar is a single use device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the doctor re-tightened the healing collar screw for the last time at tooth location #9 and the screw broke. He removed the implant with remaining parts of the screw broke, inside the implant. The area was bone grafted, and the patient was sent home to heal. The patient will need to return to place an implant.